Event description:
Pump was programmed to infuse 120 cc of dilantin over 1 hour at 100 cc/hr. In 15 minutes, pt received 82.6 cc of medication. Response was bradycardia, hypotension and change in level of consciousness. Required epinephrine and dopamine. Outcome still unk.